Event description:
The MFR received info alleging a ventilator was not working. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the MFR's service ctr, a "ventilator inoperative" code was observed in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue.